Event description:
It was reported rupture at the end of the catheter that caused the infiltration. Patient experienced oozing, painful and tenderness, and infiltration at the catheter site. Catheter was removed successfully without additional intervention. Leak was subcutaneous. No piece was left in the patient. A peripheral catheter was placed. Event interrupted IV antibiotics. Patient received ceftriaxone, hydrocortisone, metronidazole, potassium chloride, and vancomycin. There was no serious patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.